Manufacturer narrative:
Model number/catalog number: sc-8336-70. (B)(4). Model/catalog description: coveredge 32 surgical lead kit 70 cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation and had a rash at the implant sites. It was also noted that the patient had an irritation at the battery pocket since implant. The patient underwent an explant procedure.